Event description:
It was reported that a pericardial effusion occurred. The subject was enrolled into the (B)(6) study in (B)(6)2018 and underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 21.1 mm. Prior to the index procedure, 81 mg aspirin was administered. The subject was discharged on (B)(6) on aspirin and apixaban. In (B)(6) 2018, patient presented for 45-day follow up transesophageal echocardiogram (tee), which revealed a pericardial effusion and a 2 mm jet around the device. No known intervention. In (B)(6) 2019, patient presented for 12-month follow up tee, which revealed a 2 mm pericardial effusion and a 4 mm jet around the device. Left ventricle ejection fracture was 55%. No further information is known at this time.